Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to discontinue use of the insulin pump and revert to back up plan. The customer's blood glucose reading was 389mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose motor support disk. The motor was tested outside and passed. Further testing could not be performed due to the loose motor support disk.